Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient via a company representative reported no stimulation. Impedances were checked 2 times at different settings and all electrodes on both leads had impedances greater than 10000 ohms. It was unknown what led to the event. No interventions/actions were taken yet; the patient was waiting to see their doctor. The issue was not resolved at the time of this report and it was unknown if a surgical intervention was planned. The indication for use was spinal pain and radicular pain syndrome (radiculopathies). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported there were no changes and nothing significant happened to cause the lack of stimulation or high impedances; it "just quit working." An x-ray was taken and the patient met with the doctor who determined surgery was required to repair/replace but nothing was scheduled yet.